Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse called and reported that the customer received emergency medical assistance due to low blood glucose on july 25, 2019 with blood glucose of 13 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was getting a lost sensor signal at the time of the call. The customer had self started on the pump the previous day. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.